Manufacturer narrative:
The technician on site has replaced the pressure sensor assembly and the device functioned again as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: vent continually failed the auto zero test. No patient involvement.